Manufacturer narrative:
The complaint states the sizing guide would not stay locked while sizing. A complaints search identified similar complaints however no device was returned and the complaint cannot be confirmed. Without further information or return of the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The sizing guide would not stay locked while sizing.